Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer reported to physio-control that their device would not pass the user test and event codes were logged in the memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device does not charge for any energy level below 70 joules. The device attempts to charge, then disarms and the service led is present.